Event description:
The customer states that one patient sample generated an initial false negative axsym toxo igg assay result of 1.4 iu/ml. The sample was retested and generated a positive result of 6.8 iu/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Axsym probe ln:9a59-01. Axsym serial number (B)(4) generated an inconsistent toxo igg patient result. There was no adverse impact to patient management due to the inconsistent result. The customer did not know how long the axsym probes had been in use, or when the probes had been calibrated. The axsym message history log was reviewed and error codes 5013 and 5015 (probe crash) occurrences were found. An abbott field service representative (fsr) replaced the damaged sampling and processing probes to resolve the inconsistent result issue. The (B)(6) 2009 tracking and trending metrics for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation or adverse trends due to axsym probe issues. A service history review found no additional incidents of axsym serial number (B)(4) generating inconsistent results since the fsr replaced the damaged axsym probes. The axsym system operation manual (list no. 9a26-06) and the toxo igg package insert ((B)(4)) contain adequate information to address the customer's issue. A malfunction of the axsym analyzer was identified. The present investigation evaluation indicated an inconsistent patient result was most likely caused by the customer's use of damaged axsym probes that had been crashed on the system. The actual cause of the inconsistent result generation could not be determined with the available information. The axsym analyzer has not generated inconsistent results since the fsr replaced the damaged probes. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01 or the axsym probe list no. 09a59-01 related to the issue under investigation. This is a final report.